Manufacturer narrative:
Device evaluation: the customer reported tubing was occluded, and there was a bulge in the pump, and returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, but no issues were found. The complaint of ballooning in pump segment and occlusion could not be verified. The root cause for the issue could not be verified without a replicated failure. There is a potential cause of clinical practice, and a member of our clinical team has been notified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris smartsite pump infusion set had tubing bulge. The following information was provided by the initial reporter: the IV would not run and the pump kept alerting that the tubing was occluded despite all clamps being open. A bulge was then noted at the channel junction. Tubing was then immediately removed, along with the channels and brain.